Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had an e216 scope communication error on the screen with blinking lines. The issue occurred during a colonoscopy procedure when the cecum area was reached. The device was turned on and off and the scope was dried off with a cloth which did not resolve the issue. It was noted that there was a risk of perforation due to lost image. The scope was removed slowly and the patient was rebooked for a further colonoscopy. Inspection and testing of the returned device at a third party repair center found that an e315 communication error occurred. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the glue was lifting from the bending section rubber and there was water ingress inside the plug unit. The up/down angulations needed to be adjusted and the play was evident in both angulation wheels. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the circuit boards were influenced by the water invasion as water invaded plug unit where electrical circuit boards to process image signal by connecting internal connector were housed. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): IFU: reprocessing manual states caution at leakage test as follows: 5.4 leakage testing of the endoscope when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. If you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope. Olympus will continue to monitor the field performance of this device.